Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: a visual examination of the returned complaint device noted that the clip assembly was not returned with the device. A kink was noticed along the catheter and it was possible to observed that the control wire was bent in the distal end. The yoke was still attached to the control wire which indicated that first activation was performed. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: model number, lot number, expiration date and UDI, and device manufacture date.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip was ripped off from the tissue. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip was ripped off from the tissue. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.